Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "heavy swelling and hard, mobile nodules," "lumps," and yeast infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events. Per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases ,the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section)."

Event description:
Healthcare professional reported that 6 weeks after injection in the lips with 2 syringes of juvéderm volbella® xc, the patient experienced "heavy swelling and hard, mobile nodules" in the lips. Approximately 7 weeks after injection, the patient was treated with steroids, a medrol dosepak, augmentin, and metronidazole. The physician reported that the treatment reduced the swelling, but the patient still had lumps. Approximately 9 weeks after injection, the patient was treated with vitrase. Two days after the vitrase, the patient was treated with diflucan "for a yeast infection after the completion of the antibiotics." The patient was taking crestor concomitantly with the filler injection. The patient was concomitantly injected with juvéderm® ultra plus in the "commissures and marionette lines" with no adverse event in these areas.